Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted that there was an oversized jaw gap between the upper and lower jaws. This allowed insufficient pressure to be applied to the tissue captured within the jaws and therefore can compromise sealing performance. Analysis of the device key activation logs confirmed the incident experience. The root cause of the incident is an oversized jaw gap, which can compromise the sealing performance of the device. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As a result of this feedback, additional inspection steps have been added to the manufacturing process and training was conducted for the production teams to further minimize the potential for this type of incident to reoccur. This document represents our final report.

Event description:
Unknown- "device was not providing full hemostasis on right epigastrics (~3mm) when cut blood was still coming out. Unit al411." Patient status - "na."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.